Event description:
It was reported that on (B)(6) 2022, a 10 mm amplatzer septal occluder was chosen for implant using a 6f amplatzer trevisio delivery system. During the procedure, the left disc deformed into a cobra shape. Several attempts were made to correct the issue but was unsuccessful. The device was removed from the patient prior to released from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. The device was exchanged for a new 11 mm amplatzer septal occluder that was successfully implanted. The patient remain hemodynamically stable throughout the procedure and no clinical significant delay as the result of this event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 19 august 2022, a 10mm amplatzer septal occluder was chosen for implant using a 6f amplatzer trevisio delivery system. During the procedure, the left disc deformed into a cobra shape. Several attempts were made to correct the issue but was unsuccessful. The device was not removed from the patient prior to released from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. The device was removed and replaced with a new 11mm amplatzer septal occluder that was successfully implanted. The patient remain hemodynamically stable throughout the procedure and no clinical significant delay as the result of this event.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from field indicated that there was no anatomical interference and there was no angulation or kink noticed in the delivery system. The recommended size delivery system was also used. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.